Event description:
The customer contact reported the device alarmed, warning replace battery. During the electrical safety test, testing confirmed the alarm, and noted it in the device history log. The probable cause for the alarm was the device required a new battery. There is a known issue with the plum 360 device and software version 15.02.00.008. When there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes. The event date is unknown, no further information has been provided.